Event description:
Date of event - unk. It was reported to boston scientific that during a lung biopsy, when aspirating back with the excelon transbronchial aspiration needle, the syringe was not getting a good seal on the hub (no vacuum). The case was completed with another of the same device. The pt's condition was reported as "fine."

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the MFR and exp dates could not be determined. The suspect device has been disposed. A device eval will not be performed; therefore, the cause of the reported event is undetermined.